Event description:
It was reported by remote transmission the patient went to the emergency department when the lead integrity alert was going off. It was determined the ventricular lead showed noise, high impedances and a suspected fracture. It was also reported that the device had a suspected performance issue. The lead was explanted and replaced. The device was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed, and no anomalies were found. Evaluation summary: (B)(4) the full lead in segments was returned, analyzed, and revealed that the distal conductor was fractured. It was noted that the outer insulation had cosmetic environment stress cracking, breached cut, and had cosmetic depression. There was blood in/on the helix/lobe mechanism, and the lead was stretched.